Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: d9, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions have been updated. The device was returned for evaluation. The returned device was visually examined, and the following was observed: full circumferential liner delamination with liner bunching noted approximately 4.5" from distal tip. C-marker present on delaminated liner. Liner fully expanded; distal tip split and opened as designed with some hdpe stretching. Small hdpe strand present on distal tip, not readily detachable. Due to the condition of the returned device (liner expanded/delaminated, tip opened as designed), no applicable functional or dimensional testing was able to be performed. The complaint was confirmed through visual examination. The reported events were confirmed based on returned product evaluation. No manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Sharp calcified nodules could create physical obstacles during system retrieval, making distal tip more susceptible towards catching on calcium and becoming split in the process. Calcification can also subject the sheath to suboptimal angles which can lead to non-coaxial alignment and increased interaction between the devices, leading to resistance. As a result of the withdrawal difficulty, the operator may apply high pull forces to overcome the associated difficulty, which can result in delaminated liner. As such, available information suggests that patient factors (calcification) and/or procedural factors (high withdrawal forces) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported through edwards lifesciences clinical trial in canada, regarding a successful implant of a 26 mm sapien x4 valve in aortic position. During withdrawal of the 26mm x4 delivery system through the 14f esheath, the sheath distal tip split as the delivery system was being retrieved into the sheath after deployment. The delivery system wasn't able to be fully retrieved into the sheath as there was a lot of resistance. The patient required a cutdown because the sheath couldn't be removed from the patient as a single unit, as there was increased resistance close the insertion site. The vessel was repaired with a patch. Once they were able to successfully remove the sheath and delivery system from the patient's body and it was noted that the sheath had split about halfway down the fully expandable portion of the sheath. Also, delivery system had brought the bunched the bond of the sheath in an accordion style. The final angiogram showed no residual complications and the event was resolved. As per medical opinion, the sheath must have caught calcium on the anterior portion of the vessel near the cfa. The calcium on the vessel felt porcelain and was much more than shown on the scan. Also was commented that perhaps it might have helped to initially retrieve the delivery system back into the sheath if they had put the pusher back to the shoulder of the balloon to create a smoother transition into the sheath.